Manufacturer narrative:
Other, other text: additional information: e4 is unknown. No information has been provided to date. D4 and g5 are unknown. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4)., corrected data: corrected information: h6.

Event description:
It was reported that when inflating the pneumo cap of the endotracheal tube, the operator had to put twice the volume of air that would normally be needed. Even when this was done, the inflation check valve of the tube did not stay inflated. This was making it difficult to check the pressure of the pneumo cap. The product problem was observed prior to use with a patient.